Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the total number of products involved in the procedure? 3x 6-0 c-1 prolene that popped off (only 2 of both needles available for evaluation. Popped off needles are the ones with no sutures, the pair to those have suture that was cut short with scissors. What is the lot number? Part of multipack lot spbcpr (m8706); lot number for 8706h spbbzu. Related medwatch reports: 2210968-2023-06321, 2210968-2023-06322.

Event description:
It was reported that patient underwent an av fistula procedure on (B)(6) 2023 and suture was used. During the procedure, the needle popped off of the suture. A new suture was used to complete the case with no patient consequences. Additional information was requested.